Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device syringe was not in place. The unit was not dropped. The event occurred during feeding, and the unit was removed from service and feeding resumed with another pump. The feeding was partially delayed, estimated at 15 minutes, while another pump was located and put into use. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated. The complaint is not confirmed. No further action will be needed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.